Manufacturer narrative:
The manufacturer's evaluation results suggests that this event was attributed to user error and/or environmental factors during the time of mixing.

Event description:
The cement set up in about 8 minutes. There was no adverse consequence for any pt or delay in surgery or anesthesia time.